Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had a primary tka in 2009. Afterward, the surgeon performed a revision surgery to replace a insert nine months later because the pt felt pain with flexion contracture."